Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was there any patient consequence? No.

Event description:
It was reported that during a colonoscopy procedure, device was used above the sigmoid artery, had issues in the closure process of the clips. The procedure was completed with ultracision.

Manufacturer narrative:
(B)(4). Batch # k9125m. Device analysis: the analysis results found that the er420 instrument was received with no damage in the external components. In an attempt to replicate the reported incident, the device was functionally evaluated. During the analysis, the device was cycled and the remaining 14 clips were ejected; finally the instrument locked out as intended. Please note that an investigation has been initiated to address the potential root cause of the dropping or ejected clips. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.